Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which lead to greater than 2 seconds of asystole. The pace sense portion of this lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the lead had been severed and was returned in two segments. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) on the distal and proximal shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
This supplemental report is being processed due to the completion of product evaluation.